Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the therapy was suspended on (B)(6) 2020. No appointment or call had been made by the patient to the hcp as of (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator it was reported that the patient is much worst lately and they loss pain relief in back, legs. It was also reported that the patient tried to charge the device and it would not hold charge. Since the scs was implanted in 2012 is could be end of battery life and patient will decide as soon as possible if he wants to have it removed and replaced now or later. It was indication that it was related to the device/therapy and not related to the implant procedure. No actions were taken as of yet and no further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the cause of the issue was unknown and no additional actions noted or planned . No further complications were reported or anticipated.